Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On 24th aug 2025, the user informed senseonics that the system showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation.upon receipt, a visual inspection showed no anomalies. In-house testing showed chemical degradation in two sesning areas.a review of the in vivo data showed declining signal in all the sensing areas, consistent with oxidation of the glucose indicating component of the sensor hydrogel which likely contributed to the inaccuracies observed by the user. A replacement sensor was provided to the user as part of the resolution. B4. Date of this report 23 nov 2025. D4. Additional device information updated. G3. Date received by the manufacturer? 23 nov 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.